Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient's distance vision is fine but there is no near vision. A yag laser was performed. Additional information has been requested.